Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump's clip rail was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.